Manufacturer narrative:
Eval: results: as rec'd, channel 4 of the lead had an intermittent connection. The device was observed to have broken wires inside the leg segment at the stimulation end between electrodes 5 and 6; it is unk what caused the wires to break, all other channels of the lead tested within specifications. This MDR is being submitted past the 30-day reporting requirement as part of an add'l retrospective review initiated in response to the 03/2011 FDA inspection. We are submitting this MDR as the result of a re-evaluation of ur complaint process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
This trial lead was intended for pt implant; however, during the procedure, the device yielded no stimulation output and intraoperative testing revealed invalid impedance for all lead contacts. Another lead was used to successfully complete the case.